Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported the battery cap was unable to be secured properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: the pump powers with returned battery cap to a dim discolored display. The battery cap is unable to fully tighten. Battery cap threads damaged, battery compartment threads damaged. Battery compartment crack observed below grip pad. Battery cap is stuck, difficult to remove. Audio bolus button cover has a tear in the center. Bolus button is responsive. The black box shows por events on 2/11/2015 and 2/14/2015. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case and there was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.